Manufacturer narrative:
Product event summary: the device was returned and analyzed. The analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 80% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that the battery voltage was low and had depleted faster than anticipated. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage was low and had depleted faster than anticipated. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1142t implantable pacing lead (B)(6) 2003. (B)(4).